Event description:
This is being filed to report left to right shunting and atrial septal defect. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Challenging patient anatomy observed included an enlarged left and right atrium along with suspected fragile tissue. One clip was implanted successfully reducing mr to <1. After the steerable guide catheter (sgc) was pulled back from the left atrium to the right atrium, left to right shunts were mainly observed coming from the atrial septal defect, right to left shunts were also observed with heartbeat. The size of the defect hole was measured to be 15x5mm, a closure device was used for treatment. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported perforation appears to be due to challenging patient anatomy. The reported patient effect of perforation as listed in the instructions for use, is known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.